Manufacturer narrative:
The involved device has not been returned by the user facility. Therefore, the investigation was based upon evaluation of user facility information, quality records and reserve samples. Inspection and testing of representative retained samples found no defects or anomalies and product performance specifications were met. A review of the device history record indicated that there were no production related problems for this lot number. While the cause of the reported event cannot be definitively determined based on the available information, the event description is consistent with restriction of flow through the sheath due to the balloon being inserted at the time of injection of contrast media / heme mixture resulting in increased pressure, and then, the injected fluid being pushed back through the cross-cut valve (ccv). The device labeling does address the potential for such an event in the warnings / precautions section of the instructions-for-use, which states, "excessive leakage may occur through the ccv valve with high/rapid flow injections such as an injection of contrast to provide comprehensive image of the aortic arch. If rapid injections are required, remove the ccv valve and inject directly through the sheath hub." (B)(4).

Event description:
The user facility reported to tmc, on (B)(6) 2013, that a staff member was exposed to blood spray during a peripheral angiogram stent placement procedure. (B)(4). The description on the user facility maude report states the following: "a 6 french destination sheath was used for a lower extremity femoral angiogram with stent placement. The first instance occurred after the cross bifurcation of the iliac side to the other leg occurred. While injecting contrast into the sheath, a spray occurred through the ccv aiming toward the scrub who is located at the feet but did not hit the scrub tech. A spray occurred a second time through the ccv and scrub but again did not hit the scrub tech. A towel was handed to the physician to cover the valve. Further into the procedure after the ballooning occurred, the physician hand injected the contrast/heme and it sprayed out of the ccv hitting scrub in face and hair.¿